Manufacturer narrative:
The investigation for the low pump flow has been completed. No product returned. Data logs show positioning alarms but clinical states pump repositioned to good position and did not resolve low issue. There are suction alarms and placement signal (ps) trending down. Clinical states patient decompensating and expired on support (not impella related). No motor current (mc) spikes outside of p level changes and clinical states act good with no signs of thrombus. The pump is on auto and struggling to flow at high p levels. The flows are low from the start. The cause of the low flow was most likely patient condition related. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
B3 date of event was inadvertently reported incorrectly on manufacturer device report 1220648-2024-23758. D6b explant date was inadvertently reported incorrectly on manufacturer device report 1220648-2024-23758.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 65-year-old male patient was on impella cp support due to having cardiogenic shock. The impella cp was placed and flows were only 2 liters per minute in auto mode. Volume was given and the pump was repositioned to no avail. The pump was explanted and no thrombus was observed in the inlet or outlet cage. The patient expired after just 1.78 hours of impella cp support. The relationship between the impella and cause of death is unknown.